Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in (B)(6) 2023, a patient in austria underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023 the patient had severe pain and an abdominal CT was done. The CT showed the patient had a pneumoperitoneum. A broad spectrum antibiotic was administed to prevent peritonitis and inflammation levels were checked twice a day by drawing blood. The patient received pain therapy and reported much less pain by (B)(6)2023.